Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was not impacted. During troubleshooting with tandem's technical support (cts), the malfunction alarm was cleared and insulin delivery was able to be resumed. Although the malfunction alarm was cleared, cts is to replace the pump per the customer's request. The customer stated that the pump will be used until the replacement pump arrives.